Event description:
Customer stated she was hospitalized a week ago. Cusstomer stated that she does not have time now to give any information for hospitalization as she is in a hurry. Customer reported an a-37 alarm. Explained the a-37 alarm is a communication alarm related to clock timing. Removed and reinserted battery alarm did not recur.